Manufacturer narrative:
In response to FDA report number: mw5098685. The events of capsular contracture and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, infection (late onset), pain, breast implant illness with fatigue, etc. And auto immune disorder.

Event description:
Patient reported via regulatory agency right side "highly infected, pain," and "capsular contractions," baker grade unknown. Patient additionally reported "malaise, breast implant illness," and "ana test positive for autoimmune disorder;" these events are not related to the device. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.

Event description:
Patient reported via regulatory agency right side "highly infected, pain," and "capsular contractions," baker grade unknown. Patient additionally reported "malaise, breast implant illness," and "ana test positive for autoimmune disorder;" these events are not related to the device. Device has been explanted.